Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had blank display. The customer¿s current blood glucose level was unknown at time of incident. The customer stated that they had blank screen on the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to cracked and bleeding lcd. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to cracked bleeding lcd.